Event description:
It was reported that pn 31x8 france 100bx breaks off during injection. The following information was provided by the initial reporter: recurring problem: 8mm needle that twists or breaks and gets stuck in the patient's skin. The patient is a person who is used to giving injections (for more than 15 years) and has never had a problem with needles except on this lot.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31x8 france 100bx breaks off during injection. The following information was provided by the initial reporter: recurring problem: 8 mm needle that twists or breaks and gets stuck in the patient's skin. The patient is a person who is used to giving injections (for more than 15 years) and has never had a problem with needles except on this lot.